Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes. No intervention was performed. The patient was in stable condition and will be continue to be monitored.